Manufacturer narrative:
(B)(4). The cause of the separated tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor's tubing came away. The device had been compounded with vancomycin, however, there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a picture was provided. Photo inspection observed the tubing of the device to be separated from the junction of the stress-member. The initial evaluation confirmed the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The sample has not been returned. A batch review will be performed.¿if additional relevant information is obtained, then a follow-up MDR will be submitted.